Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in an atrial fibrillation radiofrequency ablation procedure. During the procedure irrigated tubing on catheter broke. The catheter was replaced and the procedure was completed with no patient complications being reported.

Manufacturer narrative:
Visual inspection of the device showed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a atrial fibrillation radiofrequency ablation procedure. During the procedure irrigated tubing on catheter broke. The catheter was replaced and the procedure was completed with no patinet complications being reported.